Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the active insulin amounts, which are in the blood glucose monitor history and are used to calculate bolus recommendations, are incorrect. No adverse event was reported. The alleged product was requested for evaluation.